Event description:
The customer reported that the system intermittently displayed error messages followed by the image going black and an audible tone like the system was still exposing. The system had to be rebooted to clear the error message. The system was locking up. The is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cables were regreased, the system software was reloaded and a filament calibration was performed. The system was then found to be operating as intended.